Manufacturer narrative:
A partial catheter was returned to the manufacturer. Analysis of the catheter revealed damage to the transition tube of the catheter body, in addition to a pin connector / collet not fully locked in place. The results / conclusion codes pertains to the analysis finding of pin connector/collet not fully locked in place, and the analysis finding of damaged to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 500mcg/ml lioresal at 135mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the catheter access port was attempted to be aspirated and they were unable to aspirate the cerebrospinal fluid completely. The hcp opened the pump pocket incision and the catheter below the pump was broken at the catheter connection site. A new pump segment of the catheter was implanted. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.